Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The root cause of the reported problem was determined to be user error. The main batteries and battery harness were replaced. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Similar reports have been received for the reported problem.

Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.